Manufacturer narrative:
A ge service rep performed an onsite investigation. The service rep replaced the cable from the camera shielding to the change coupled device camera. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system provided no image after fluoroscopy. No pt injury was reported.